Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Concomitant medical products: other relevant device(s) are: product ID: 960-152, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system was unresponsive when attempting to load discs onto the navigation system. There was no patient present when this issue was identified. Medtronic received information that the reported issue could not be replicated while troubleshooting the reported issue.